Event description:
A female healthcare worker experienced a tingling sensation with whitening of the skin on the right wrist while removing items from a completed cycle. The worker removed a pouch with visible liquid on it from the sterilizer and used the sleeve of her cover gown to remove the moisture droplets. The worker rinsed off the contact areas with running water and did not seek medical attention. The symptoms resolved within one day. The vaporizer plate was in place at the time of the event.